Event description:
It was reported that during the procedure in the moderately calcified distal right coronary artery, a non-abbott stent was deployed. The 2.25 x 12 mm nc trek rx dilatation catheter was advanced into the patient's anatomy for post-dilatation of the non-abbott stent and the balloon was inflated. During the first inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was removed without resistance. There was no adverse patient effect and no clinically significant delay. No additional information has been received.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue, guide catheter: axess, stent: endeavor. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.